Event description:
The user facility reported that during a bilateral uteral stent placement, the tip of the device broke off inside the patient. The tip could not be retrieved and was left inside the patient. The patient stayed in the hospital overnight and x-rays were ordered. Olympus followed up with the user facility to obtain add'l info but no further info has been provided.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. If add'l info or if the device is rec'd at a later time this report will be supplemented.